Event description:
Customer reported that she was hospitalized two times due to high blood glucose and dka. Customer's blood glucose reading at the time of hospitalization was over 600 mg/dl both times. Customer stated that her blood pressure was high as well. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.